Manufacturer narrative:
Event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that since the first time the patient started charging the ins, they would feel little electric shocks coming from the ins (and not the recharger prongs) when they would connect to charge their ins. While on the call, the patient stated they felt a little shock go down their leg as the recharger connected. The patient hadn't been using a thin layer of clothing but when the patient placed their thin jogging shorts between their skin and the recharger on the call, they still felt the shock when they connected. The patient stated it was only upon connecting. The patient stated the ins was in their hip buttock area but they were only able to connect to charge their ins (and see the connection and the ins charging screen on the application) when they had the recharger farther over on their back (and not right over the ins site). The patient confirmed the ins site had been healed. When the shocking occurred on the call, the patient had been looking at a not found screen but the patient noted this happened each time they connect ed to charge so the screen wasn't always at "not found" when this occurred.